Event description:
It was reported that the patient experienced ineffective stimulation with their scs system because both leads migrated. Migration was confirmed via x-rays. Most recently, the patient presented at the ER with discomfort at the previous incisions [related manufacturer report number: 1627487-2024-08219, 1627487-2024-08220, 1627487-2024-08224, 1627487-2024-08225]. As a result, surgical intervention was undertaken on 25may2024 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section d6b - the date of explant was inadvertently omitted from the initial report. Correction: section g3 - date received by manufacturer should have been 13may2024 rather than 14may2024 in the initial report. Correction: section h6- the investigation conclusions codes should have been 4315 - cause not established and 24 - cause traced to intentional off-label, unapproved, or contraindicated use rather than 4315 - cause not established only.